Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizures. It was indicated that there was a recent change in the patient's epilepsy medications. The relationship between the increase in seizures and vns therapy is unknown. It is unknown if the increase is above pre-vns baseline. Good faith attempts to obtain additional information regarding the patient, and the reported event have been unsuccessful to date.